Manufacturer narrative:
Device investigation could not be conducted since it was not returned to the manufacturer. Lot history review could not be conducted because no lot information was available. However, since all the guidewires are inspected during the production process for meeting the product's specifications and shipping criteria, there is no indication of a product deficiency. With the provided information, it is inferred that during the attempt to remove the broken fragments in diagonal vessel, the sion guidewire might be unintentionally advanced into the distal of the vessel, which might lead the perforation at the distal of the diagonal branch.

Event description:
The date the distributor became aware is quoted as the date of the event as it is not available. Reportedly, pci to proximal lad/diagonal branch, a stent delivery was performed over the asahi grand slam guidewire of which distal end was laid stable in the diagonal branch in a j loop fashion. After the stenosis in the prox lad/prox diagonal branch was dilated with the balloon catheter, guidewire breakage was noticed. Then the sion guidewire was advanced into the diagonal to retrieve the broken fragment. During this procedure a distal perforation of the diagonal branch occurred. The perforation could be treated by fat embolization of the distal part of the diagonal branch. The procedure target lesion was treated by stent. The breakage of grand slam will be separately reported under 3003775027-2014-00045.